Event description:
The account alleges that the head, foot and hi/low functions are inoperable, resulting in a loss of head up.

Manufacturer narrative:
The technician removed and reinstalled the head and knee hydraulic valves to release the pressure built up, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.